Event description:
It was reported that this right atrial (ra) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was surgically abandoned due to lead fracture resulting in high out of range impedance.

Event description:
It was reported that this right atrial (ra) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.